Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-03291. Related manufacturer reference number: 1627487-2023-03313. It was reported that the patient had an infection at the ipg site and ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue. Investigation was unable to determine which of the extensions attributed to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead extension, model: 3383, UDI: (B)(4), batch: 7624042.